Event description:
It was reported that this right atrial (ra) lead was dislodged during an atrial fibrillation ablation. The lead was explanted and a new one was put in. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was dislodged during an atrial fibrillation ablation. The lead was explanted and a new one was put in. No additional adverse patient effects were reported.

Manufacturer narrative:
Based on the instructions for use for this product, left bundle branch placement behavior is a known inherent risk of the use of this lead, contraindicated use, based on the field report. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.